Event description:
During defibrillation on a 99% 2nd and 3rd degree burn in cardiac arrest, combo pads were placed on dry skin surfaces with good adherence. Charged to 200 joules by flight medica and shock was delivered. A white flash emanated from the outside surface of the ra patch with sparks. Two hundred joules were delivered per monitor condition of pads showed burn holes at 12 o'clock position.